Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve could not be drained out of the distal end. The nursing staff and physicians reportedly tested the valve ¿many times¿ with no success. The valve was not implanted and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.